Manufacturer narrative:
Results: the neuron 6f 070 delivery catheter (neuron 070) was fractured approximately 4.0 cm from the hub. Conclusions: evaluation of the returned device confirmed it was fractured. This type of damage typically occurs due to improper handling during preparation. If the neuron 070 is handled roughly during removal from the packaging or preparation, damage such as this may occur. These devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the neuron 6f 070 delivery catheter (neuron 070) was fractured just distal to the hub upon opening the device packaging. The damaged neuron 070 was found prior to use and was not used for the procedure. The procedure continued using a new neuron 070.